Event description:
It was reported the device was used in a laparoscopic bariatric surgery, roux-en-y. It was reported that there was a leak post-operatively, the pt developed sepsis, and death was the result." The surgeon was contacted and did not feel it necessary to speak with ees medical monitor as he does not believe the devices he used had any relationship to the outcome to this pt. This pt was transferred to another med ctr and underwent 2 or 3 subsequent surgical procedures and he does not have specific info regarding the original hospitalization.